Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative on 2019-feb-27. It was reported that the patient was having difficulty charging their implantable neurostimulator (ins). It was noted that the patient had turned the device off for six months and an overdischarge was suspected due to compliance. The manufacturer representative stated that a trickle charge was scheduled, and the issue was not resolved. Additional information was received from the manufacturer representative on 2019-apr-26. It was reported that they were discussing the overdischarged battery state with the patient. The manufacturer representative reported that the patient did get the ins battery replaced with a new system. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the device was explanted on (B)(6) 2019. A new system was implanted. No further complications were reported.